Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed but the exact cause remains unknown. Two 3cg stylet t-lock assemblies were returned for investigation. The stylets were observed to be intact. The catheters were not returned. Both stylet assemblies exhibited multiple kinks along the polyimide tubing. The stylets were cut near a kink in order to measure the wall thickness. The wall thickness of the catheters were found to be within manufacturing specification. Based on the condition of the returned samples, possible contributing factors include advancement or retraction against resistance. The product instructions for use provides (IFU) precautions state, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ a lot history review (lhr) of redv2850 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redv2850) have been reported from the same facility.

Event description:
It was reported that insertion of sl PICC with no resistance. Removed PICC to trim, went back in again with no difficulty. PICC placed n cavo atrial junction. Wire removed after PICC placement and noticed it was kinked in two places but intact. No extra wires uses during insertion. No maneuvers needed to be used. 3/02/2020-two wires were returned for evaluation, this report addresses the second wire.